Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic with a vibratory alert showing high, out of range, high voltage lead impedance on the rv lead. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.